Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: the suction cylinder had no color, switch 1 had a cut, due to a pinhole on the bending section cover or distal sheath, water tightness was lost, due to burns on the plastic distal end cover, the insulation resistance value at the distal end does not meet the standard value, due to clogging of the nozzle, air and water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope had an air and water connection clogged or defective. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: nozzle was found with a white crystalized foreign material. A whitish foreign material was found inside the air-water tube and cylinder and the jet tube or auxiliary jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.